Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. If additional information becomes available following device evaluation, a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported, the evis exera ii ultrasound gastrovideoscope was sent in for repairs due to a broken transducer. While in evaluation, it was discovered that the adhesive from the forceps cover was peeling. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The device was returned for evaluation, and the user report was confirmed. There were multiple broken elements in the ultrasound. During the scope leak test, it was confirmed that the glue was chipped and causing a leak. There was also a cut on the camera switch, the insertion tube was collapsed, and the scope connector was loose. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿warning¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the root cause could not be determined. However, based on the results of the investigation, it is believed that the reported event was caused by external force being applied to the device or age deterioration of the adhesive over long-term use. Olympus will continue to monitor the field performance of this device.